Event description:
It was reported that this implantable cardioverter defibrillator (ICD) potentially delivered an inappropriate anti-tachycardia pacing (atp) and shock for a supraventricular tachycardia (svt). Technical services (ts) is to review the reports. The device remains in use. No adverse patient effects were reported. Additional information received indicates that ts reviewed the reports and provided programming options. The device remains in use. No adverse patient effects were reported.